Manufacturer narrative:
A device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately nine years and eleven months later, the patient presented with severe abdominal pain. After three years and eight months, the patient presented with chest pain. On the same day, a computed tomography (CT) chest, abdomen and pelvis with intravenous contrast showed that there was no evidence of pulmonary embolus. An inferior vena cava filter was noted. One of the struts was fractured and situated in the right renal hilum. Other chronic fractured struts have been described previously that extended slightly into the right side of the nearby abdominal aorta, into the l3 vertebral body and anteriorly around the bowel but remain unchanged appearance over at least five years and are of doubtful significance. After two months, the patient presented with abdominal and upper back pains. After three months, the patient presented with diffuse abdominal pain. On the same day, a computed tomography (CT) abdomen and pelvis with intravenous contrast demonstrated stable appearance of the inferior vena cava filter. After eight months, the patient stated that the indwelling filter was broken with a piece in kidney. On the same day, contiguous axial projection images using computed tomography (CT) abdomen without intravenous contrast showed that an intact infrarenal non-retrievable (simon nitinol) inferior vena cava filter was in place, with moderate anterior tilt. Several struts perforated the inferior vena cava up to 1.2 cm, 1 penetrated the aorta and 2 penetrated the l3 vertebral body. A 2.2 cm linear metallic density was noted within the right kidney, possibly represented a migrated fractured portion of the filter. Therefore, the investigation is confirmed for the alleged filter tilt, filter limb detachment and perforation of the inferior vena cava. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with morbid obesity, hypercoagulable state and in conjunction with long limb roux-en-y gastric bypass. Approximately thirteen years and eight months post filter deployment, a computed tomography (CT) chest, abdomen and pelvis with intravenous contrast revealed that the struts fractured, struts penetrated the aorta, vertebral body and the filter was found to be moderate anteriorly tilted. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced severe abdominal pain and upper back pain; however, the current status of the patient is unknown.